Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and it was found that there was a no image issue due to a defective cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The 4k camera head was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no image due to a defective cable. There was no procedural or patient involvement regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective cable could not be determined. Confirmation of description of instruction manual: when the content of the instructions for shipment of the product was checked for breakage of the cable, the following description is provided. Therefore, it is concluded that indication phenomenon can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.